Event description:
Information was received indicating that leaking was noted on a smiths medical cadd administration set. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.